Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as high on the continuous glucose monitor (cgm). Customer also reported vomiting and excessive thirst. Cause was not known. A manual injection of insulin was delivered to address bg. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.